Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator shock was not getting delivered. It was clarified the event occurred during opcheck testing. There was no patient involvement.